Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient needed a revision to replace the ar-2654cr clavicle plate with an ar-2653cr plate. The plate broke; per the patient, he woke up one day in pain and x-rays confirmed the plate had broken. Case was a clavicle orif; original date of surgery was (B)(6) 2018. Both the original case and the revision were done at the same facility with the same surgeon.